Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The hospital also submitted a report under medwatch reference no: (B)(4). The product was not returned, so no physical evaluation was performed. Based on the description, a stent fracture occurred post-placement with subsequent fragment migration and a cecal perforation. Causality between the device and the perforation has not been confirmed.

Event description:
It was reported the esophageal stent fractured after being placed inside the patient, and the broken piece migrated to the patient's cecum. The broken piece was planned to be removed via colonoscopy after it was discovered on computed tomography (CT) imaging, but it was found the broken piece had perforated the cecum, with peritoneal signs. The patient was taken to emergency surgery as the cecum needed to be resected, and the broken piece was retrieved surgically from the perforation site. The event prolonged the patient's hospitalization. The patient was reported to be stable now post surgery and recovering, but needed to get a feeding tube for nutrition as he did not want another stent.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The hospital also submitted a report under medwatch reference no: 2429304-2025-00042-00. The product was not returned, so no physical evaluation was performed. Based on the description, a stent fracture occurred post-placement with subsequent fragment migration and a cecal perforation. Causality between the device and the perforation has not been confirmed. Follow-up: the case analysis report has been attached to provide additional findings related to the event.

Event description:
It was reported the esophageal stent fractured after being placed inside the patient, and the broken piece migrated to the patient's cecum. The broken piece was planned to be removed via colonoscopy after it was discovered on computed tomography (CT) imaging, but it was found the broken piece had perforated the cecum, with peritoneal signs. The patient was taken to emergency surgery as the cecum needed to be resected, and the broken piece was retrieved surgically from the perforation site. The event prolonged the patient's hospitalization. The patient was reported to be stable now post surgery and recovering, but needed to get a feeding tube for nutrition as he did not want another stent